Event description:
Customer states the strap on item r112 directly above the patients head, ripped, the patient fell out of the sling, hit their head causing a head contusion. CT scan was negative. No additional information provided.